Event description:
The customer originally returned their olympus bronchovideoscope due to a leakage and low lighting noted during device maintenance. This event had no patient involvement. During the device evaluation, it was discovered that the coating on the connecting tube was peeling. This report is being submitted to capture the peeling coating noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. Low lighting was noted during the evaluation as well as a leakage from the switch box. Additionally, as noted in event, the coating on the connecting tube was peeling off. Other findings include low angulation, the switch rubber falling out, and a couple of switches not functioning properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 21-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by physical stress/chemical stress/storage environment, etc. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Updates made to b3.